Event description:
Subsequent to the previously filed report, the following information was provided: it was reported that the separated portion of the guide wire was in the ivus catheter and was removed with the ivus catheter. Return device analysis found there was corrosion on the distal solder and on the distal coils; however, the account reported that they were not aware of the corrosion. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation and deformation due to compressive stress was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that the procedure was to treat a moderately stenosed lesion in the left cephalic arch of the cephalic vein. The ht command guidewire (gw) was advanced into the vein and used in the procedure. At some point, the gw became kinked at the rapid exchange port of the intravascular ultra sound (ivus) catheter, then broke in 2 pieces during removal from the ivus catheter. No part of the gw was left in the patient. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.